Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was not functioning and there was no drainage of cerebrospinal fluid. In ad dition, there was a suture leak. According to the report, the shunt was completely removed and would be replaced with a different shunt after two weeks. Reportedly, there was no harm or injury.